Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that ¿gas gain in iab circuit¿ alarm and ¿autofill failure¿ alarm occurred when cs100 intra-aortic balloon pump (iabp) therapy started. Several attempts to press ¿start¿ key and to check the connections between devices were made, but the issue was not resolved. Therefore the iabp unit (cs100) was replaced to another pump (cardiosave) in order to continue iabp therapy. Reportedly, a 30cc competitor¿s iab catheter was used with both this iabp and the replacement pump. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that ¿gas gain in iab circuit¿ alarm and ¿autofill failure¿ alarm occurred when cs100 intra-aortic balloon pump (iabp) therapy started. Several attempts to press ¿start¿ key and to check the connections between devices were made, but the issue was not resolved. Therefore the iabp unit (cs100) was replaced to another pump (cardiosave) in order to continue iabp therapy. Reportedly, a 30cc competitor¿s iab catheter was used with both this iabp and the replacement pump. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the safety disk. After replacing of the safety disk, the fse cleaned the iabp, and performed a routine preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.